Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that tpn fluid was noted on the floor surrounding the IV pole while the tubing was connected to a patient. The bag was nearly empty and the leak appeared to be coming from around the spike. There was no patient harm.

Event description:
The customer reported that tpn fluid was noted on the floor surrounding the IV pole while the tubing was connected to a patient. The bag was nearly empty and the leak appeared to be coming from around the spike. The resident was called, and interim fluids were ordered. There was no patient harm.

Manufacturer narrative:
250ml IV bag of exacta mix lot: 60106880, exp: december 2020, baxter healthcare. A non-bd light blue swab cap connected to the smartsite port below the micron filter. The aware date of the fi results (below) was (B)(6) 2018. The customer¿s report of set leaked at spike was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report was not identified.